Manufacturer narrative:
Cont¿d d.11: genentech, 100mg/vial, lot 3346609, exp. 03/2022. The customer¿s report that the closed vial access device (cvad) separated while the pharmacy technician was unscrewing the texium syringe was confirmed by visual inspection. The smartsite component which should be bonded to the cvad had separated from the cvad and was still connected to the texium syringe. There were no physical signs of breakage or stress on the cvad or smartsite. No other damage or anomalies were observed. Supplier investigation found marginal solvent between the male/female threads of the mating parts. Functional testing was not performed due to the obvious separation. A device history record review was completed for mv0520 lot 9244. There were no nmrs, capas/deviations generated or reported anomalies during the production of this lot. The root cause could not be definitively determined.

Event description:
It was reported that the closed vial access device (cvad) separated while the pharmacy technician was unscrewing the texium syringe from the cvad attached to rituximab vial. The leak did not cause harm to the pharmacy technician. There was no patient involvement as the event occurred while the medication was being prepared in the pharmacy department.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the closed vial access device (cvad) separated while the pharmacy technician was unscrewing the texium syringe from the cvad attached to rituximab vial. The leak did not cause harm to the pharmacy technician. There was no patient involvement as the event occurred while the medication was being prepared in the pharmacy department.